Event description:
Pt's mother reported that the pump failed with error code 20. Unknown date of malfunction. Unknown if pt missed a dose, unknown if an adverse event occurred. Unknown if defective device on hand for return. Unknown if md aware. No further info provided.